Event description:
It was reported that the physician suspected this device battery to be prematurely depleting and declared the elective replacement indicator (eri). It was also noted the left ventricular (lv) lead output was high and the lv lead was planned to be revised at a device replacement procedure in the upcoming weeks. Boston scientific technical services was contacted and confirmed the device battery was depleting normally, but the power usage was above average due to high lv lead outputs and low pacing impedance measurements. It was recommended to reduce the lv lead amplitude to restore the device out of eri and providing a year of remaining longevity. Information was requested regarding the event resolution and lv lead information, but has not yet been received. At this time, the system remains implanted and in-service and no adverse patient effects were reported.

Event description:
It was reported that the physician suspected this device battery to be prematurely depleting and declared the elective replacement indicator (eri). It was also noted the left ventricular (lv) lead output was high and the lv lead was planned to be revised at a device replacement procedure in the upcoming weeks. Boston scientific technical services was contacted and confirmed the device battery was depleting normally, but the power usage was above average due to high lv lead outputs and low pacing impedance measurements. It was recommended to reduce the lv lead amplitude to restore the device out of eri and providing a year of remaining longevity. It was confirmed that the impedance measurements were still in-range (>200 ohms). The physician surgically explanted and replaced this device due to normal eri. The lv lead is not a boston scientific product and was replaced during this procedure. The device was retained at the facility and is not expected to be returned for analysis. No additional adverse patient effects were reported.